Manufacturer narrative:
Correction: device manufacturing date provided. A medtronic representative followed up with the site and found that this procedure and system was only used on race horses and not clinically on humans. There was no patient, clinical delay, or any human impact. Per this new information, the issue was isolated to a hardware issue on a system that is not used clinically on humans and if available during initial review would not be considered a reportable event.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the door switch was loose, and functionality was restored by tightening it. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a procedure, the imaging system displayed that the gantry door was open when it appeared to be closed. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.